Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# va0ak40, implanted: (B)(6) 2014, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n372850, implanted: (B)(6)2014, product type: accessory. Product ID: 74002, lot# n205624, implanted: (B)(6) 2011, product type: adapter. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 399930, lot# j0555196v, implanted: (B)(6) 2005, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748925, serial# (B)(4) implanted: (B)(6) 2005, product type: extension. Product ID: 3487a-56, lot# va0ahen, product type: lead. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient had a power on reset (por) on his programmer and was unable to use the device after recharging it. The por was cleared with the clinician programmer and the patient was receiving effective therapy again. Additional information received reported that the cause of the por was unknown and the patient had experienced a loss of therapy. No further follow-up was required.